Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg was non functional. The patient underwent an ipg replacement procedure wherein a rechargeable ipg was implanted. The explanted ipg was discarded by the medical facility. No further information has been obtained despite good faith efforts.